Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in the patient's right eye (od) on (B)(4) 2015. The lens had an excessive vaulting and the surgeon was planning to explant the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Results: per medical review - wrong lens size was the cause of the event. According to fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter provided additional information: the lens was explanted on (B)(6) 2015 due to excessive vaulting, blurry vision, narrowing of the angle, and shallowing of the acd. The lens was exchanged for a shorter lens and the problem was resolved. The patients incorrect visual acuity was 20/20.

Manufacturer narrative:
Per customer complaint questionnaire completed 05/22/2015, the surgeon indicated patient's bscva was 20/20 with no problems during the last visit. Please disregard the following statement: "the patient uncorrected visual acuity was 20/20." Date received by MFR - 05/22/2015. Per medical review, the surgeon notes that the cause of the event was user error due to pre-op miscalculation (" poor prediction of sulcus diameter from pre-op measurements"). (B)(4).

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). (Other): lens not returned. Evaluation codes: method -(other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (other): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.